Event description:
It was reported that the patient's line was inserted for long term antibiotic treatment. Staff reported leaking from under dressing. Line redressed and clinical specialist called to review. Decision made to remove the line (B)(6) 2020, there is a hole in the line at the point of the securement device placement, proximal end of the line. Removal uncomplicated. Line inserted (B)(6) 2020. Sited right brachial vein, mark at skin 10cm, 10cm skin to hub. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause remains unknown. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 48 cm depth marker. A section of the catheter was observed to be compressed between the 7 and 9 cm depth markers.the sample was flushed with water and a leak was noted at the 7 cm depth marker. Microscopic observation revealed a longitudinal split located at the compressed region of the catheter. The split surface was observed to be granular on the inner portion of the split which suggest tearing of the material. The catheter was cut at the proximal end and at the 6 cm depth marker prior to the compression damage in order to measure the outer diameter. The outer diameters of the catheter at both regions were found to be within manufacturing specification. The location of the split at the compressed region suggests that the compression may have contributed to the formation of the split. Since a leak was observed on the returned sample, the complaint is confirmed, but the exact factors remain unknown. A lot history review (lhr) of redr3270 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's line was inserted for long term antibiotic treatment. Staff reported leaking from under dressing. Line redressed and clinical specialist called to review. Decision made to remove the line (B)(6) 2020, there is a hole in the line at the point of the securement device placement, proximal end of the line. Removal uncomplicated. Line inserted (B)(6) 2020. Sited right brachial vein, mark at skin 10cm, 10cm skin to hub. There was no reported patient injury.